Manufacturer narrative:
The investigation was completed and no product was returned for investigation. Major bleed: bleeding around the impella site. Hgb dropped from 9.6 to 7.1. Successfully managed with blood product administration for volume loss, and fem-stop placed at groin site. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp that there was bleeding noted from impella site, successfully managed with blood products and fem stop. Fem stop removed this morning, and no further bleeding from site reported. Anticoagulation on hold due to bleeding overnight, possibly will start later today. Bleeding resolved. The patient was successfully weaned and survived.